Manufacturer narrative:
Continuation of d10: product type lead product ID 3560022 lot# (B)(6) serial# product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(6), ubd: 10-dec-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a trial patient using an external neurostimulator (ens). It was reported that they just finished with a stage 1 implant and were receiving message on handset, "no leads attached to cable, ensure all connections are secure". Caller stated that they've already tapped retry, replaced both the handset and ens and message was still coming up. Caller stated lead appeared to be functioning as intended in the or. The caller was not with the patient. Technical services (tss) suggested ensuring the all connections are secure with perc extension and if so, likely the percutaneous extension will need to be replaced. Additional information was received from the manufacturer representative (rep). The rep stated that the cause of the no leads attached to cable error message was determined. When asked about the most likely cause of the event, the rep stated that the lead was not fully inserted into the percutaneous extension. When asked about the steps taken to resolve the issue, the rep stated that the pocket site was opened and the lead reinserted into the percutaneous extension and tested. The rep stated that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va347ht implanted: (B)(6) 2025 product type lead product ID 3560022 lot# va326vl product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the device was implanted on (B)(6) 2025. The device was intended to treat the non-obstructive urinary retention. Additional information was received from the manufacturer representative (rep). The rep stated that the device was implanted on (B)(6) 2025. The device was intended to treat the non-obstructive urinary retention.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, product type: lead. Product ID 3560022, lot# va326vl, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.